Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass surgery, the vent line cracked in the last hour of the case. The product was not changed out, there was no blood loss, and surgery was completed successfully.

Manufacturer narrative:
Terumo did receive the actual device; however, further investigation is needed, thus referenced codes. Terumo plans on submitting f/u report when more info becomes available. (B)(4).